Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately two days post-implant, high thresholds and high outputs were noted, and it was believed there was a microdislodgement. Under fluoroscopy, it was obvious the right ventricular (rv) lead had moved. The lead was explanted and replaced. No patient complications have been reported as a result of this event.